Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device reached recommended replacement time (rrt) earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: low battery voltage was confirmed, but system current drain was nominal. The device was fully functional throughout analysis, with no hybrid anomalies found. Further analysis of the battery cell found no internal short.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.